Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine of an unknown concentration at a dose of 1.691 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was visiting the area and was in the emergency room (ER) and was saying that they felt their pump was ¿malfunction, not working.¿ the patient did not have adequate pain control, per the hcp. It was also indicated that the patient was having a return of symptoms, which were the same that the patient had historically when their pump ¿went out.¿ refer to manufacturer report # 3007566237-2017-05277 for details pertaining to that event. The hcp requested the pump be interrogated to see if there were any issues. It was asked but unknown if the pump was alarming. It was indicated that a manufacturer's representative was going to call the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the event resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Analysis of the catheter body identified a hole or tear in the catheter body caused by the catheter connector pin, and leaking past the barb on the connector pin. Analysis of the sutureless connector portion of the catheter identified no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was explanted and replaced on (B)(6) 2017. The device disposition was unknown.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-dec-29 from a healthcare provider (hcp) via a clinical study indicated the patient presented to emergency room with restlessness, yawning, agitation, and diarrhea. On 2017 (B)(6) patient was administered/given benadryl, ativan and intravenous(IV) morphine at the emergency room. On 2017 (B)(6) medical or non-surgical therapy revealed an occlusion was found, but the catheter was patent. The catheter was flushed. On 2017 (B)(6) upon examination the symptoms resolved and the catheter revision was cancelled. On 2017 (B)(6) the patient reported having withdrawals again. On 2017 (B)(6) the patient was administered a morphine script to take oral morphine. Upon examination in clinical on 2017 (B)(6) the patient's symptoms had resolved, and they were continuing with the catheter revision. On 2017 (B)(6) other surgical intervention included the catheter was revised. The event required in-patient or prolonged hospitalization. The outcome of the event was noted as ongoing. The clinical diagnosis was possible opioid withdrawal and the device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
The main device, other components include: product ID: 8596sc, serial# (B)(6) implanted: (B)(6) 2015, explanted: (B)(6) 2017-, product type: catheter. Updated to reflect the information received on 2017-dec-21. Additional catheter component added to event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative on 2017-dec-21. It was reported that the patient experienced a lack of efficacy prior to their catheter replacement. No environmental/external/patient factors that might have led or contributed to the issue were reported by the patient. It was also clarified that a catheter check/dye study/rotor check was done (B)(6) 2017. During the dye study, the catheter was sluggish, but appeared free-flowing by the end of the exam. The hcp assumed that the catheter had a small occlusion that was cleared upon aspiration of the catheter or due to the dye study push. The patient's condition reported persisted and it was again reported that the patient's catheter was replaced on (B)(6) 2017. The patient's status was listed as "alive-no injury". The catheter was to be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter occlusion was not determined. The patient's weight was (B)(6). No further complications were reported/anticipated.